Event description:
It was reported that while preparing for implant, upon interrogation the pulse generator displayed an error message. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.